Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower belly pain') and embedded device ('essure coil was protruding through the uterus and just subserosal on the uterus itself') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included kidney stone and asthma. Previously administered products included for an unreported indication: oral contraceptive nos. Past adverse reactions to the above products included pregnancy with oral contraceptive nos. In 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth fracture ("dental problems-teeth chipping"), hyperaesthesia teeth ("dental problems") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysterectomy (full) and hysterectomy done). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain lower, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, alopecia, weight increased, tooth fracture and hyperaesthesia teeth had resolved and the embedded device, genital haemorrhage, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, headache, hyperaesthesia teeth, menorrhagia, migraine, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No (discrepancy) current weight 145 lbs. In 2009 - patient stated essure devices were placed in each of my ovaries (mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: pfs received: embedded event added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower belly pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included kidney stone and asthma. Previously administered products included for an unreported indication: oral contraceptive nos. Past adverse reactions to the above products included pregnancy with oral contraceptive nos. In 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth fracture ("dental problems-teeth chipping"), hyperaesthesia teeth ("dental problems") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the abdominal pain lower, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, alopecia, weight increased, tooth fracture and hyperaesthesia teeth had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hyperaesthesia teeth, menorrhagia, migraine, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No (discrepancy) current weight 145 lbs. In 2009 patient stated essure devices were placed in each of my ovaries (mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received : events added vaginal haemorrhage, menorrhagia, chipped tooth, dental sensitivity, pelvic pain. Aka name added, patient demographic added, events onset date, events severity, concomitant drug, medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower belly pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: oral contraceptive nos. Past adverse reactions to the above products included pregnancy with oral contraceptive nos. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the abdominal pain lower and dyspareunia had resolved and the genital haemorrhage, female sexual dysfunction, migraine, headache, tooth disorder, dysmenorrhoea, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, tooth disorder and weight increased to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No (discrepancy). Current weight (B)(6) lbs. In 2009 - patient stated essure devices were placed in each of my ovaries (mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received- previously reported event "injury" updated to "abnormal bleeding (general)", events-"apareunia (inability to have sexual intercourse), migraines, headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, weight gain, lower belly pain, plaintiff did not undergo essure confirmation test."reporter, historical drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil was protruding through the uterus and just subserosal on the uterus itself / essure embedded into the endometrial cavity'), device expulsion ('migration/ essure coils noted in the uterus') and abdominal pain lower ('lower belly pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included kidney stone and asthma. Previously administered products included for an unreported indication: oral contraceptive nos. Past adverse reactions to the above products included pregnancy with oral contraceptive nos. In 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth fracture ("dental problems-teeth chipping"), hyperaesthesia teeth ("dental problems") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown and the abdominal pain lower, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, alopecia, weight increased, tooth fracture and hyperaesthesia teeth had resolved. The reporter considered abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, headache, hyperaesthesia teeth, menorrhagia, migraine, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No (discrepancy) current weight 145 lbs. In 2009 - patient stated essure devices were placed in each of my ovaries (mr). Discrepancy noted in date of essure insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil was protruding through the uterus and just subserosal on the uterus itself / essure embedded into the endometrial cavity'), device expulsion ('migration/ essure coils noted in the uterus') and abdominal pain lower ('lower belly pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included kidney stone and asthma. Previously administered products included for an unreported indication: oral contraceptive nos. Past adverse reactions to the above products included pregnancy with oral contraceptive nos. In 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth fracture ("dental problems-teeth chipping"), hyperaesthesia teeth ("dental problems") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown and the abdominal pain lower, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, alopecia, weight increased, tooth fracture and hyperaesthesia teeth had resolved. The reporter considered abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, headache, hyperaesthesia teeth, menorrhagia, migraine, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No (discrepancy) current weight 145 lbs. In 2009 - patient stated essure devices were placed in each of my ovaries (mr). Discrepancy noted in date of essure insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review on 10-aug-2020 the case 2020-083859 was identified as a duplicate of this current case and all information is being transferred to this remaining case. The transferred information included follow-up information (new event migration/ essure coils noted in the uterus was added, previous reported term of event embedded device was updated, legacy device report number 2951250-2020-07058 - medwatch 3500a MFR number and other reference details added.. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.